Event description:
A malfunction was reported on the pump by the caller, identified by the malfunction code "malf 12." It was noted that there was no adverse impact on the customer's blood glucose level despite the malfunction. The customer, who had experienced this issue multiple times, was advised by technical support to store the defective pump and return it using a provided pre-paid label within 10 days. To address the issue, a replacement pump with updated software was sent to the customer, who acknowledged and understood the instructions for returning the problematic pump and receiving the new one. The customer was also informed to use manual daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.